Event description:
Fax sent to manufacturer reports 3 patient comparison. The first patient reportedly tested 4.3 inr on the device while the lab returned as 3.1 inr. The 2nd patient tested 4.6 inr on the device while the lab returned as 3.3 inr. The 3rd patient tested 3.5 inr on the device while the lab returned as 2.2 inr. No strip information provided and no adverse event reported. No timeframes were given.